Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreaticobiliary system, specifically the pancreatic duct for pancreatic drainage, in a patient with poor pancreatic duct drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was kinked during the deployment process and it could not be deployed. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.